Event description:
Sales rep was informed in 2005 from hospital that a screw of the delta-system broke at the thread and reported it to reg. Aff. A month later. (Due to the knee-pe recall action reporting into leeds was delayed). Surgery time was extended by 60 min. Sales rep fears, that glenoid may break (screw thread remained in pt).